Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for a pump reset and guided them through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.